Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm, battery longevity or blank display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level is unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.